Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that there is internal leak when oxygen is on the lap top ventilator 2200. At this time, there is no information patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical failure analysis laboratory received the device for evaluation. A visual inspection of the analog printed circuit board was done and able to notice the pt5 oxygen pressure transducer has 4 light scribes/etched. The reported complaint and service technician findings was able to be duplicated and verified. Scribe markings on pt5 pressure transducer are present however, they are lightly scribe/etched and not effective under high pressure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.